Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system gave a loud popping noise, a burning smell and displayed a charger failed error message at boot up. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.